Event description:
It was reported that a patient underwent a second sling procedure in 2008. Since the procedure, the patient has experienced persistent, extreme pain. No additional information is available.

Manufacturer narrative:
Date sent to the FDA: 12/11/2008. Pain occurred - conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2008-01244. The same patient is represented in each medwatch.